Event description:
It was reported that the customer passed away. The rptr believes the cause of death was diabetes related. The customer was wearing the insulin pump at the time of death. An autopsy had not been performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made, and further info will follow once the analysis has been completed.